Manufacturer narrative:
PMA/510(k) #k160229. Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g.1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions.

Event description:
A part of the needle was broken in 3 cases. Rep has indicated "it is 2 patients and two procedures in 'defence' days." Additional information requested. No further information provided to date.

Event description:
This follow up correction report is being submitted to correct. Of this report. The complaint investigation and conclusions remain unchanged. Intiial report details: a part of the needle was broken in 3 cases. As per updated complaint form: " after a 1ª pass in 4r in the 2º pass in 7 the needle break the point at 15 mm. The part was in the patient and remove with a biopsy forceps."

Manufacturer narrative:
This follow up correction report is being submitted to correct section b1. And section h1. Of this report. The complaint investigation and conclusions remain unchanged. PMA/510(k) #k160229. Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to (B)(4). Importer site establishment registration number: (B)(4). Complaint device was not returned therefore a document based review will be performed. Prior to distribution, all echo-hd-22-ebus-p devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. As the lot number is unknown the device history records could not be reviewed as part of the investigation. The notes section of the instructions for use, which accompanies this device instructs the user to inspect the device prior to use for any damage: "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use" and "ensure the stylet is fully inserted when advancing the needle into the biopsy site". There is evidence to suggest that the customer did not follow the instructions for use in relation to use of the stylet. The failure of needle broken was concluded from the available information. A definitive root cause could not be determined from the available information. A possible root cause could be attributed to user error as the stylet should not be partially removed prior to advancement of the needle into intended targeted site. Complaint is confirmed based on the customer's testimony. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. The needle part was removed with a biopsy forceps. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
A part of the needle was broken in 3 cases. As per updated complaint form: " after a 1ª pass in 4r in the 2º pass in 7 the needle break the point at 15 mm. The part was in the patient and remove with a biopsy forceps."

Manufacturer narrative:
PMA/510(k) #k160229. Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining (B)(4). Importer site establishment registration number: (B)(4). Complaint device was not returned therefore a document based review will be performed. Prior to distribution, all echo-hd-22-ebus-p devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. As the lot number is unknown the device history records could not be reviewed as part of the investigation. The notes section of the instructions for use, which accompanies this device instructs the user to inspect the device prior to use for any damage: "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use" and "ensure the stylet is fully inserted when advancing the needle into the biopsy site". There is evidence to suggest that the customer did not follow the instructions for use in relation to use of the stylet. The failure of needle broken was concluded from the available information. A definitive root cause could not be determined from the available information. A possible root cause could be attributed to user error as the stylet should not be partially removed prior to advancement of the needle into intended targeted site. Complaint is confirmed based on the customer's testimony. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. The needle part was removed with a biopsy forceps. Complaints of this nature will continue to be monitored for potential emerging trends.